Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor fractured while in the body. The customer¿s blood glucose level 384 mg/dl at the time of the incident. Customer stated that sensor was not longer in the body and site was bleeding. Customer stated not received medical treatment as a result of the sensor fracturing while still in the body. Customer stated that led blinked on off. Sensor will not be returned for analysis.